Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was received for evaluation which is pending. We did receive performance data collected from the device and have analyzed the data. Analysis found the device had a full electrical power on reset (por) of parameters. There was a por for critical ram parity error, parity error index count=1, addr=0ead, data=04 on (B)(6) 2012. A patient alert for device circuit error on (B)(6) 2012. A 1488 competitor implantable pacing lead, (B)(6) 2009. A 6947 implantable tachy lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a memory error for a ram (random access memory) integrated circuit. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the device had a power on reset (por). Also the patient reported the device alarmed and was at elective replacement indicator (eri), possibly early. The device was reprogrammed to original parameters and the patient was advised to get a device replacement. During the device replacement the right ventricular (rv) lead superior vena cava (svc) coil was noted to be in the subclavian vein and appeared to have a gap in the distal portion. The physician elected to turn off the rv lead svc coil in the new device. With the new device connected, defibrillation threshold testing from the rv coil to the active can was performed and achieved a satisfactory result. No patient complications have been reported as a result of this event.